Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. This is pending repair completion. The customer is waiting for approval to purchase part to repair unit. The patient information and event date were requested from the customer, but no response received.

Event description:
The customer reported the ventilator alarmed and displayed low leak co2 rebreathing risk. The customer reported the device was in use, but there was no patient harm reported

Manufacturer narrative:
Follow-up root cause: failure analysis on the returned gas delivery system (gds) shows that the air flow sensor u1 of the gds measured the air flow much too low. This led to the air flow accuracy test failing with too high delivered flow and to e/c 1203 occurring. Replacing u1 resolved the problem, the ventilator passed the air flow accuracy test and e/c 1203 did not appear anymore when the ventilator was run for one hour.

Manufacturer narrative:
Follow-up per biomed he will replaced the gas delivery system (gds) to address the reported problem. The biomed states that he cannot provide any patient information.